Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
It was reported to philips the a/c module fails to charge. There was no patient involvement.